Manufacturer narrative:
Correction: section d has been updated with correct instrument information. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. There was a 1.43mm offset at the tips. The grips were not found to have cracking damage. The complaint regarding one of the jaws was broken was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the force bipolar instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the jaws of the force bipolar instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter advised that the surgeon was dissecting in a muscle zone below a bone when the issue occurred. The reporter further confirmed that the instrument did not collide with any other instrument or tool during the procedure. There was no problem removing the instrument through the cannula, the instrument was removed normally. There is no image of the defective instrument available for review.